Event description:
The manufacturer received information alleging the device failed an active exhalation verification test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the device failed an active exhalation verification test step during testing. There was no harm or injury reported. Onsite service provided, replacement of the three-way solenoid valve and proportional valve performed to address the issue.